Event description:
Device malfunction: none reported. Symptoms/ae: aphasia, left-sided weakness. Time of symptoms/ae: 17 days after procedure. It was reported that 17 days after a successful stenting procedure of the left internal carotid artery, the patient was staying with friends and became aphasic and complained of left-sided weakness. She was admitted in 2006 for further evaluation. CT scan showed no evidence of hemorrhagic changes. Carotid doppler showed probable total occlusion of the right internal carotid artery at the bifurcation and widely patent left internal carotid where the stent was placed. The patient's condition improved significantly over the first 24 hours and was resolved by two days later. The patient was discharged to home. The physician noted that the patient seemed to have had a tia, and could not rule out cardiac origin due to patient's history of atrial fibrillation. At the 1 month follow-up, the phyisican noted that the patient was doing well, but speech was slow, which could be due to her age. He could not confirm whether the event was a tia or a stroke, because the MRI had not been done yet, and it was noted that it will be done at a later date. No additional information available.